Event description:
It was reported that the t2 was deployed with the t1 at the same time. No patient injuries were reported.

Manufacturer narrative:
Device evaluation: one 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that the t2 was deployed with the t1 at the same time. No patient injuries were reported." The device is in used condition. There is bio material attached. T1, t2 and suture were returned. T2 was returned freed from the delivery needle. T1 was found inside the needle track. T1 is the 1st anchor to deploy, therefore it would have had to be reinserted into the needle track to be located where it was found. The only way for t2 to be deployed without t1 would be with inadvertent flexing and twisting of the needle. T1 suture is looped around the anchor lengthwise. This inhibits proper anchoring and encourages the anchor to pull back through tissue. The device has been cycled. The anchors have been cinched closely as with use as well. The suture has an extra loop and knot at the free end of the suture that is tightly packed within the needle sheath at manufacturing and not freed until after deployment of both anchors. There was no damage to the delivery needle observed. The device cycles and actuates as intended. No root cause related to the manufacture of the device was confirmed.